Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. (B)(4) ¿ incomplete. The lot number is not currently available. (B)(6).

Event description:
It was reported that the fill chamber was rapidly filling with fluid beyond working standards. There were no patient consequences. The procedure was completed using the same pump. The information being submitted for this complaint are all the details that are known/available regarding this event.

Manufacturer narrative:
B5: event description: upon complaint review, it was determined that another device was inadvertently not reported in the initial report. Therefore, the updated event description is as follows: this is report 2 of 2 for the same event. It was reported by the sales rep that during anterior cruciate ligament reconstruction surgical procedure, it was observed that the fill chamber was rapidly filling with fluid beyond working standards. It was reported that the fms vue pump and inflow tubing fms vue 24pk were used together when the event occurred. According to the reporter, the pump was acting erratically and overfilling that they had for a loaner; however, the loaner was never received and shortly after, the device started operating normally with no issues. Therefore, the device was not returned for service. The tubeset was discarded on the day the complaint was called in. It was not reported if there were any delays in the procedure but the procedure was completed using the same pump. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Additional information: b5: subsequent follow-up with the sales rep, additional information was received. The sales rep reported that the gary indicated that the pump was acting erratically and overfilling that day, and asked for a loaner. However, a loaner was never received and shortly after the device started operating normally with no issues. Therefore, the device was not returned for service. The tubeset was discarded on the day the complaint was called in. Investigation summary: the complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.